Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis without the hub/manifold, therefore the catheter serial/batch number could not be identified. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. It was also noted during analysis that the hypotube was broken and the proximal section of the hypotube consisting of the hub/manifold was not returned for analysis. A section of the catheter was returned for analysis consisting of a section of the hypotube, the stent, balloon and tip. The type of damage noted most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-aug-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.50x28mm, concentric, de novo with a significant bend of: 45 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. Following pre-dilatation of a 1.5x15mm maverick balloon catheter, a 2.50x28mm promus element¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion despite multiple dilatations and attempts and the procedure was ended. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.